Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular leads were noted to be dislodged. The patient's right atrial lead was successfully re-positioned. The right ventricular lead was removed and replaced. The patient was stable.